Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon was oriented horizontally (sideways) with the cord coming from the middle [device physical property issue]. Case narrative: consumer reported via email that the tampon cord was coming from the middle. No injury was reported.

Event description:
Tampon was oriented horizontally (sideways) with the cord coming from the middle [device physical property issue] case narrative: consumer reported via email that the tampon cord was coming from the middle. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon was oriented horizontally (sideways) with the cord coming from the middle [device physical property issue]. Case narrative: consumer reported via email that the tampon cord was coming from the middle. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.